Manufacturer narrative:
Covidien reference number (B)(4). It was reported that, the display on an 840 ventilator was blank. The ventilator was not in use on a patient at the time the event occurred.

Event description:
It was reported that, the display on an 840 ventilator was blank. The ventilator was not in use on a patient at the time the event occurred.